Event description:
The customer stated that her blood glucose had been tested during her contour meter and a lab test. The lab test gave a reading of 180 mg/dl while the contour read 60 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.